Event description:
It was reported to technical services on 10/17/2011 that this lead is out of place due to the patient twiddling. The lead was moved from the right to the left side. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).